Event description:
In (B)(6) 2024, learned of the recall of my CPAP mask since the magnet has been shown to affect medical devices such as the shunt that I have implanted. I have an apap machine that I use daily to treat my sleep apnea. Even on the days that I do not use the CPAP machine it sits on my nightstand which is a couple inches from my body and shunt. I have a lumbar-peritoneal shunt and in (B)(6) 2022 the shunt stopped working and my csf pressure became high resulting in debilitating headaches, seizures, nausea, vomiting, and loss of vision in my eyes. I had a CT scan that showed that the placement of the shunt was correct and nothing had shifted. My doctor performed a lumbar puncture which came back with a csf pressure that was incredibly high, showing that the shunt was no longer working. In (B)(6) 2023 I had to have a surgical shunt revision to replace the shunt valve. My doctor was baffled and could not figure out why my shunt failed. After this surgery I continued to use and sleep next to me CPAP machine/mask. The shunt that was placed in (B)(6) 2023 also failed and required another surgery to fix the problem. In (B)(6) 2023 I had a surgical shunt revision and again the doctor could find no reason why the shunt would have malfunctioned. Following this surgery my doctor still struggled to get the shunt adjusted and I had to have multiple visits to his office where he adjusted it using his medtronic shunt adjustor. I stopped using my CPAP machine in late summer 2023 and moved the mask/machine out of my room. Since I discontinued use of the CPAP mask I have experienced no problems with my shunt. After receiving a letter in the mail about the recall of my CPAP mask I think it is now clear that the problems and surgeries that I had to have to my shunt are a directly caused from the CPAP mask recall. Reference report #mw5153855.